Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. The customer did confirm the sample did not have clots or bubbles. The calibration had low signals for cal2. The performance check data was within specification. A precision test was performed.

Event description:
The customer alleged they received questionable human chorionic gonadotropin, stat (hcg) results on their e411 analyzer. The customer provided data for two patients, one of which had a discrepant result that was reported outside the laboratory. The patient's initial hcg result was 37.30 miu/ml accompanied by a data flag. The sample was tested a second time on the e411 analyzer and the result was 11.71 miu/ml accompanied by a data flag. The sample was tested a third time on the e411 analyzer and the result was 12.46 miu/ml accompanied by a data flag. The customer stated that one of these positive results was reported outside the laboratory. The customer stated the sample was sent to two reference laboratories and they both received results of <5 miu/ml. On (B)(6) 2013, the customer then switched to a new reagent pack and tested the sample again on the e411 analyzer. The result was 3.76 miu/ml accompanied by a data flag. The patient was not adversely affected by this event. The hcg reagent lot number was 0171115 and the expiration date was 06/30/2014. The precision test was performed. The customer confirmed the sample did not have any clots or bubbles.

Manufacturer narrative:
This event occurred in (B)(6).